Manufacturer narrative:
The suspect device was not returned for investigation. However, logfile shows alarm 316-blower failure was triggered. Advised customer to cross check the unit with a good known blower and perform blower test to know the status of main electronics. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm alarm 316 "blower failure" while on a patient. The customer confirmed that the ventilation stopped and patient was transferred to another device. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
Results of investigation: vyaire medical determined the root cause as due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.